Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of acute deep vein thrombosis (dvt) with a contraindication to full dose anticoagulation therapy. The patient also had a recent history of an acute cerebrovascular accident (cva) secondary to carotid occlusion. The patient¿s anticoagulation therapy had been stopped due to the cva. The patient presented with a right popliteal and femoral vein dvt. The indication for filter placement was reported to be prophylaxis for clot propagation and an inability to fully anticoagulated the patient in the setting of a recent hemorrhagic cva. The filter was implanted via the left common femoral vein and deployed at the level of the l1-l2 interspace. The patient is reported to have tolerated the procedure well. Approximately thirteen years and seven months after the implantation, the patient became aware that the filter had tilted, that filter strut(s) had perforated outside the wall of the inferior vena cava (ivc) and filter stenosis. Approximately fourteen years and six months after the filter implantation, the patient underwent a computerized tomography (CT) scan revealed that the filter was tilted with multiple struts perforating the wall of the ivc with involvement of adjacent structures. The study further noted findings that were consistent with stenosis. The patient further reported having experienced mental anguish and fear associated with the filter. The product was not returned for analysis. The device history record (DHR) review could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt. The following additional information was received per the patient¿s implant records, the patient had a history of acute deep vein thrombosis with contraindication to full dose anticoagulation, and at filter placement, a recent history of an acute cerebrovascular accident secondary to carotid occlusion, which was complicated by intracerebral bleeding. The patient had been on anticoagulation and was stopped secondary to bleeding. The patient developed acute leg pain and an ultrasound showed dvt. Neurology services recommended a vena cava filter insertion to prevent clot propagation and the inability to fully anticoagulate the patient secondary to concern for cerebral hemorrhage. A trapease filter was deployed at the l1-l2 interspace. Prior to deployment, a venogram performed showed normal caval size and no thrombus. The patient tolerated the procedure well and went back to the floor in stable condition. According to the medical records provided, approximately fourteen years and six months after filter placement, the patient was submitted to a computerized tomography (CT) scan of the abdomen and pelvis with intravenous contrast for evaluation of the ivc filter. The scan showed that the ivc filter is tilted; there are multiple struts perforating the wall of the ivc with involvement of adjacent structures. The ivc inferior to the filter is diminutive consistent with stenosis. The scan also showed cholelithiasis and colonic diverticulosis without diverticulitis. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and seven months post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilt of the ivc filter and stenosis. The patient further reports suffering from psychological injuries or mental anguish and fear of having to have surgery in the future and injury.